Event description:
Sales rep reported that a physician had a problem with a ng tube getting stuck in a proseal during use in a pt. The proseal was inserted the ky test was done, and then the ng tube was passed. Towards the end of the procedures (approximately 2 hours), the physician tried to remove the ng tube, and it got stuck. The pt obstructed and the physician had to remove the proseal and used a facemask to finish the case. It was reported that there was no pt injury. The exact nature of the product issue is unknown and the facility will not be returning the device. No additional details have been provided about the event despite repeated attempts to obtain information from the physician. The limited information with the removal of the device and use of a facemask to provide an airway. If additional information is obtained a supplemental report will be filed.